Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 1969332, z22ey1, z2bgb1, or z36ca1. A search of the complaint database search finds three additional reported incidents against the metal insert since its release for distribution; however, a review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address infection.**update** (B)(4) 2012- litigation papers received. In addition to infection, litigation alleges that the patient suffers from pain, discomfort, inflammation, difficulty ambulating, and disability. The MDR decision has been reversed and all products have been reported.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 18, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges swelling and night sweats. After review of medical records for the MDR reportability, it was stated that the patient experienced iliopsoas tendinitis of the left hip and underwent surgery on (B)(6) 2008. At this point, no evidence of infection was noted. The patient then underwent poly exchange and arthrotomy on (B)(6) 2010. At this point they found a strawberry colored thick purulent fluid. On (B)(6) 2010, the device was explanted and an antibiotic spacer was inserted. On (B)(6) 2010, the spacer was removed and patient underwent left hip tha. This complaint was updated on may 31, 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).